Event description:
User experienced a leak from the analyzer that ran onto the floor. Nobody was hurt by the leak. No pt samples were involved. The field svc rep determined there was a problem with the cooling box pump and replaced it. Performance tests were performed.